Event description:
It was reported by the patient that the device ¿fell over¿ while the patient was sleeping and the patient questioned if the device can move or the leads come out. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).